Event description:
It was reported a tip detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was used, but when it was withdrawn from the patient, it was noted that the tip of the access system was detached in two pieces. The procedure was aborted. There were no patient complications.